Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The physician deployed the trunk ipsilateral leg endoprosthesis while pushing up the device since the device length was longer than the treatment length/actual measurement. After implantation, it was confirmed that the left internal iliac artery was unintentionally covered by the device leg. No additional treatment was performed. The physician commented that the location of bifurcation of the internal iliac artery was difficult to confirm, resulting in misposition. After placement of the contralateral leg endoprosthesis in the right distal side of the patient, a distal type I endoleak was confirmed. Since the leak was not resolved by balloon touch-up, additional stent graft was extended into the right distal side and the right internal iliac artery was coil embolized. The endoleak was resolved and the procedure was completed.